Event description:
It was reported that the patient never had therapeutic effect. The patient had unsatisfactory symptom control since implant. The patient experienced fantastic symptom control during the trial, but none since the implant. The patient was taking oral baclofen to manage symptoms. The patient¿s walking ability had worsened. The patient was on morphine and baclofen after implant and had an 8 day stay in the hospital because of an allergic response to the morphine. The pump was flushed out, but the patient had another reaction that required a 3 day hospital stay. The patient was considering having the pump out if it could not be refilled and adjusted properly. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter. (B)(4).